Event description:
An event involved a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch reported that a leak was observed at the filter vent during chemotherapy drugs infusion. An unknown chemo drug was involved in the event. There was patient involvement and no reported patient harm.

Manufacturer narrative:
The device is available for evaluation; however, has not been received. Additional reporter details: (B)(6).

Manufacturer narrative:
Investigation summary: received one (1) used list# 142560488 primary plum set for inspection. As received, the filter wetted out. The set was leak tested per specifications and leakage was observed. The complaint of a leakage can be confirmed. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter material due to an infusate interaction during use. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.